Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8325 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during chemotherapy . It was meant to delivery chemotherapy but did not deliver the last 20cc of medication to the patient. However, the pump was running, and no medication was dripping. The flow chamber was inverting, and blood was slowly flowing up the line from the patient's peripherally inserted central catheter (PICC) line. While 10cc was manually delivered to the patient via IV flush with sterile saline, the last 10cc of chemotherapy was not delivered and left in the tubing with the concern that too much air remained in the line and may reach the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.